Event description:
It was initially reported that the unit of drug (name not provided) displayed in the device was in micrograms, but it should have been in milligrams. Bd received additional information. It was reported that the "nurse choose the wrong drug (dactiomycin vs. Daptomycin)." Per customer, there was no problem with the pump's hardware or software. Customer stated that no incorrect dose was administered to the patient for this reported event. Although asked, no further information was provided.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported device had programming error in incorrect drug selection was not identified during the customer call. However, to address the issue, tech support will discuss the issue with pharmacy regarding the dataset ID is a correct.